Event description:
The complainant reported that a patient endured atrial fibrillation during impella 5.5 support. The patient initially converted back to a normal sinus rhythm, however they endured another episode the following night. An amio drip was started to counteract the condition. Roughly twelve days later, a crack was discovered in the purge sidearm. Fluid was seen leaking from the location and a low purge pressure alarm appeared. No intervention was taken and support continued for an additional two days before the patient passed away. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
A5 and a6 are unknown. The cause of the purge leak was most likely a damaged sidearm but the location on the sidearm is unknown since product was not returned for review. The root cause of the atrial fibrillation was unable to be determined due to insufficient clinical details.